Event description:
No cine available. Fluoro pictures available for review. The patient is reported with very calcified vessels. The distal portion of the stent deployed in a normal fashion, however, halfway up the stent the stent stretched out and the rest of the stent was deployed elongated and the proximal end of the stent was reported as fractured. The physician used a second everflex to stent over fractured area nd was successful. The patient status is reported as good, result is satisfactory. Ev3 representatives and the physicians met in 2006, at the hospital site to review fluoro pictures. After review, it was determined that the stent was not fractured.

Manufacturer narrative:
Physician threaded an .018 and .35 guidewire to pass a left total occlusion over the bifurification. There were not any deployment difficulties encountered during the delivery event. Physician used fluoroscopy and decided to deploy the rest of the protege everflex stent. After the stent was deployed, fluroscopy was used to verify the stented artery had blood flow through the artery. The proximal portion of the stent had elongated through the occlusion. The remainder of the stent had elongated from 76mm to 135mm in length. The protege everflex stent had approximately elongaed to 209 mm overall. However, it was noted on the proximal end approximately 1cm, a j-hook curve of the stent. The physician confirmed in the session the protege everflex stent had not fractured. Additional x-rays had been stent to ev3 which confirmed the stent did not fracture. The physician did post dilate the stent and followed up by deploying a 7-150mm everflex stent inside the elongated portion of the protege everflex 8-150mm stent.